Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified similar complaints reported to this lot, and this device appears to be related to a potential product quality issue. The investigation determined that the reported difficult to insert and difficult to remove may be related to a potential product quality issue. This complaint falls within the scope of an exception, as the complaint description and device code match the specific issue described in the exception. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 mitral regurgitation (mr) for a mitraclip procedure. During device preparation, there was challenges inserting the steerable guide catheter (sgc) into the stabilizer. During the procedure, there was resistance advancing the handle into the ventricle, but it was ultimately successful. The clip was successfully implanted and the procedure was discontinued. The final mr was grade <1. After the procedure, there was challenges removing the sgc from the stabilizer. There were no adverse patient effects or clinically significant delays reported.